Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Per the initial report, approximately 8 months post implant of a 29mm sapien 3 valve in the aortic position, tte stated there was severe aortic stenosis and a degenerated bioprosthetic valve. Additional information received indicates the valve was explanted. The imagery was reviewed by an edwards lifesciences proctor, and the following was observed: clinically significant valve thrombosis resulting in severe hemodynamic valve deterioration and possible bioprosthetic valve failure. In this case, investigation results suggest thrombosis contributed to the valve explant. There was no allegation or indication an ew product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 8 months post implant of a 29mm sapien 3 valve in the aortic position, the valve mean gradient measured high on echo. Urgent valve in valve workup was requested. Per medical records received, tte stated there was severe aortic stenosis and a degenerated bioprosthetic valve. Av mean gradient measured 77mmhg and ava vti measured 0.6cm2. Indication for the tte was dyspnea. A valve in valve procedure is planned.

Manufacturer narrative:
Investigation is ongoing.